Event description:
Additional information was received from a healthcare provider (hcp) stating that the patient refill appointment was not scheduled after infusion rate was decreased. The patient has hearing loss and could not hear the pump alarming. The cause of the needle was not fully sealed in the fill part and possibly that stuck valve prevented saline from filling the reservoir. It was reported that troubleshooting allowed the pump to be filled with saline on (B)(6) 2025. A successful infusion pump refilled with usual medication after expected volume of reminder saline was aspirated. The pump infused the expected amount of saline from (B)(6) 2025 until (B)(6) 2025. The healthcare provider (hcp) resumed infusion with hydrophone and bupivacaine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (6 mg/ml) and dilaudid (3 mg/ml) via an implanted pump. The indication for pump use was spinal pain. The hcp reported that the patient¿s pump ran empty within the past week or so, and the patient had been "feeling pretty crappy¿ for about the past week. The patient could not hear the pump alarming, but the caller could hear it. The patient was in today; they aspirated and got nothing out of the pump; and then they injected 20 ml of saline into the pump. The caller was confident he was in the reservoir because he was using ultrasound but when he tried to draw the saline back, he was only able to get 5 ml out. Per the caller, the patient had left but was returning so they could attempt to complete the refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.